Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Event description:
As reported via legal information, the patient presented to the doctor¿s office complaining about their right total hip arthroplasty. Upon examination, the patient has an exactech primary total hip. The patient presented with pain, stiffness, and dissatisfaction with their right total hip. The novation gxl liner is recalled and shows wear. The patient had revision surgery of the right total hip arthroplasty on (B)(6) 2023, approximately 5 years, 7 months after initial implant. The patient underwent an acetabular poly liner swap and a femoral head swap. The patient left the or stable. There is no other patient demographic or medical history available. There is no information provided about the revision procedure. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented d10. Concomitant products: alteon 6.5mm screw, 30mm (cat# 180-65-30 / serial# (B)(6)), 3.2mm drill bit30mm 1pk (cat# 101-05-30 / serial# (B)(6)), biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(6)), wedge plasma x/o sz 6 (cat# 188-01-06 / serial# (B)(6)), integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(6)). Pending investigation.